Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a power source alert occurred. Tandem technical support was unable to complete troubleshooting. Reportedly, the customer continued using the pump for insulin therapy.